Event description:
It was reported that during the middle of a surgical procedure the customer lost focus control. Nl o pt harm was reported. The procedure was coverted to traditional open surgical techniques to finish the planned surgery.